Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had been showing a steady increase in pacing impedances. At this time the values had gone over the recommended range. There had also been a slight increase in rv pacing thresholds. It was recommended to evaluate rv lead and considering increasing rv pace impedance range, as well as programming to unipolar pace/bi sense or bipolar/bipolar configurations. The rv lead remains in service at this time. No adverse patient effects were reported.